Event description:
Customer stated that experienced severe burning, swelling and irritation after using of condom. They stated that doctor ruled out any other reason except for the lubricant on condom.